Event description:
A pt contacted depuy mitek and stated that he had surgery in 2005 and has had some pain in his shoulder. He returned to the surgeon who told him the device was loose in his shoulder. The surgeon would like to remove the loose piece from his shoulder, but the pt would like to obtain information about the device before having it removed.